Event description:
The customer was admitted to the hosp for dka. The customer was released at the time of call. The pump passed all the functional testing. The programming on the pump was fine. The customer stated that they have a large amount of scar tissue in the insertion area.